Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to clarify the event, when the "jaw would not fire staples anymore"; was any of the target tissue cut? If yes, was the cut line complete? Knife is 7/8 fired. Without touching reverse switch, pull firing trigger. No knife movement. Removed joint cover. Unable to see any damage. Device could not open without pulling reverse switch, prior to attempting this, a CT scan was ordered. CT scan revealed that the firing rod is broken at the proximal end, where the firing rod engages the drive bar. This would confirm why the device would not fire or return the knife or open the jaws. The reload contained staples and tissue. The distal most raw of staples were partially formed, indicating the knife did not complete firing motion. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device worked through the seventh firing, then the jaw would not fire staples anymore. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.